Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that three wayne pneumothorax sets were defective. The first guidewire didn¿t advance smoothly and was found to have an abnormal curve and twist at the tip. The physician used a second wire with the dilator from the first kit, which had a problem with the tip, making it unusable. The dilator from the second kit had the same problem, so the dilator from a third kit was used, but this was reportedly cracked. It is unknown if the procedure was completed, but there were no injuries or additional procedures reported.